Event description:
Customer reported the panorama telepack had intermittent loss of panorama communications with the central station. No patient injury was reported.

Manufacturer narrative:
Mindray service rep cleared the errors logs and rebooted the system which resolved the issue.